Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.